Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 15 applications were performed with the catheter without any issue on the date of the event. A clinical issue of gastroparesis and vomiting were encountered during the procedure. In conclusion, the reported issue was not confirmed through data analysis. The physical device was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post cryo ablation procedure, the patient was complaining of vomiting, and was diagnosed with gastric dilatation. The patient was then admitted to the hospital, and treated with medications. The patient remains hospitalized, and it was noted that the gastric dilation was under remission, as computed tomography (CT) scan, x-ray, and endoscopy that were subsequently performed indicated there were no further issues. No further patient complications have been reported as a result of this event. Incoming information indicated that patient was discharged from the hospital, and has recovered.